Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to high blood glucose value and diabetic ketoacidosis. Customer¿s blood glucose value at time of incident was 400 mg/dl and current blood glucose value was 348 mg/dl. At night the blood glucose value was 190 mg/dl. Customer treated with manual injection. Customer stated he got blood glucose value down to 125 mg/dl after injection. Customer¿s blood glucose value dropped to 40 mg/dl. Insulin pump will not be returned for analysis.